Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) provides guidance regarding controller visual and auditory alarms. The "no power" alarm provides a loud continuous auditory alarm that users are unable to mute. The IFU explains that this critical alarm indicates that the controller is not providing power to the pump and that the pump has stopped. They are instructed that potential actions to resolve the issue include connecting two new power sources, exchanging the controller and contacting clinical support. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that the patient experienced loss of power to the controller. The controller went black and had a continuous alarm. Both power sources were connected. The patient was on 2 batteries, was sitting in a chair with no obvious electrostatic discharge causing equipment near the patient. There were no high voltage power outlets near the patient's home and no previous alarms. The ventricular assist device (vad) coordinator was unable to download the faulty controller as it would not power up when power is connected. The patient was admitted to the hospital for a controller exchange. All parameters on the new controller within normal limits. The patient experienced anxiety; no further patient complications have been reported as a result of this event.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. It was reported that the controller experienced a failure and a loss of power. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the last data point logged was on 05/21/2017, at 17:05:33. No alarms were recorded near 17:05:33. Additionally, no other abnormalities were observed in the logs. Failure analysis of the returned controller revealed that the unit passed visual inspection but failed functional testing due to an inability to start the controller. Supplemental testing revealed that a tantalum capacitor on the power board was found shorted, which subsequently caused the controller to lose functionality. The tantalum capacitor was replaced with a known working capacitor and the results revealed that the controller was able start and functioned as expected. The continuous alarm the patient experienced was most likely the "no power" alarm sounding. As a result, the most likely root cause of the reported event can be attributed to a faulty tantalum capacitor. After further review of the information the sections have been corrected accordingly heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.